Event description:
Sales rep reports that during a procedure the ev was not venting properly. There was a significant amount of back fill within the heart. Upon removing the product, product tip was "disengaged" from the cannula body.

Manufacturer narrative:
Device not returned.